Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer has never received a battery cap replacement for his new pump. The customer began to troubleshooting for the pump it is shutting with no warning. The customer's mother reported also via phone call that patient insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. The customer was advised that we are sending replacement pump due to pump shutting off without warning and the pump is 2 years old.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected off no power, low battery or blank display anomalies noted. The pump had intermittent button response due to a flattened act keypad dome. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a loose/protruded drive support disk, and corroded battery tube. The keypad connector was found closed properly during visual inspection.